Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported blood glucose (bg) levels of up to 241 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer delivered a pump to treat their bg levels. During a follow up call with the customer on (B)(6) 2016, customer reported that they reverted to an alternate form of insulin therapy.